Event description:
On may 20, 2026, senseonics was made aware of a user's hyperglycemic event. During the event the sensor glucose (sg) value was recorded as 181 mg/dl, while a contemporaneous fingerstick blood glucose (bg) measurement was reported as 465 mg/dl. A data management system (dms) review confirmed the sg value but showed no bg entry at that time. No high glucose alert was triggered because the sg value did not exceed the user-configured alert threshold. The user did not seek medical treatment and managed the event independently with insulin. The healthcare provider was informed of the event. Dms data indicates the user is currently using the system with up-to-date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.